Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient cut the driveline with a knife trying to loosen the dressing. There was a driveline fault alarm and while performing a gross visual of the driveline reveals a splice into the driveline that goes past the external plastic. The patient was asymptomatic. Technical service reviewed the log file submitted which contained a pump stoppage. A fuse in the system controller was also damaged. It was reported that the system controller was exchanged. Technical service reviewed the second log file submitted from the new system controller which did not contain any pump stoppages or driveline power fault events. The system controller fuse that blew in the first log file was the cause for the driveline power fault events. The driveline power conductors did not look to be compromised. Driveline x-rays were unremarkable. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a driveline evaluation. The external portion of driveline from exit site to modular connector was palpated/moved while tethered on grounded power module patient cable without issue. Additional information was requested, but was not provided.